Event description:
Postoperative fracture of the sp ii hip-stem. Explantation was required.

Manufacturer narrative:
Review of production and quality system records. Based on review of the production records, the device met its required specs when it was released to the field. Eval of subject device: a non-destructive examination of a sp ii hip prosthesis (B)(4) is available. The sp ii hip stem will be delivered to an external institute for further investigation. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the sp ii hip-stem also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.